Event description:
It was reported that a vns patient presented in (B)(6) 2013 with complaints of bad sleep and excessive daytime fatigue. The patient underwent two consecutive nights of polysomnography and pulmonary evaluation. The patient experienced 13 obstructive apneas and 2 mixed ones; 48 hypopneas and respiratory-effort related arousals. The vns was programmed off and the patient experienced 4 obstructive apneas; 11 hypopneas and respirator-effort related arousals.